Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that on (B)(6) 2012, a first revision surgery had happened to add a round window coupler to the fmt, as pt's performance had decreased after initially good benefit. After the revision surgery, benefit was good for a period of time, but suddenly, it dropped. According to a CT scan the fmt seems to be right in place. There is no accident or trauma known.